Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse stated that after she connected the IV she opened the pump door to check the tubing set and that is when she noticed the bulge in the silicone segment of the tubing. There was no report of patient harm.

Event description:
The customer reported that the nurse stated that she was priming the tubing set before attaching the set to the patient when it was noticed that the tubing had a balloon in the silicone segment. The nurse stated that there was not an IV push medication performed prior to the noticing of the balloon in the silicone segment. There was no patient involvement.

Manufacturer narrative:
Additional information received from the customer determined that this complaint is no longer MDR reportable.